Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: (B)(4), model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-1200, serial number: (B)(4), batch/lot number: (B)(4), model/catalog description: precision montage MRI ipg sterile kit.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also noted that patient experienced increase pain when the stimulator was on. Computerized tomography CT scan was taken and the result was negative for lead migration. The patient underwent an explant procedure.